Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The mother reported that the patient's blood glucose reached in the late 300's or early 400's (mg/dl) while wearing the pod on his abdomen for between 4 and 24 hours. The patient was saying that something was poking him and, when the tape applied over the pod was removed, the cannula was out of the skin. Treatment included giving more insulin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.